Manufacturer narrative:
Eval codes: results: as received, microscopic inspection revealed the lead had a broken wire at second electrode of the stimulation end and failed continuity test for that electrode. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-21261. It was reported the patient was receiving ineffective left sided stimulation. As a result, surgical intervention was undertaken to explant and replace the leads.